Event description:
It was reported that a model 7000tfx mitral bioprosthetic valve was explanted due to a recurrent infected endocarditis (B)(6) after an implant duration of 11 months. The customer contact at the hospital notified (B)(6) that the valve was discarded by the hospital. The operative report received confirmed the reported endocarditis as well as indicating the patient had also experienced "acquired valvural heart disease". The operative report noted, "the valve had an extensive vegetative burden on both the atrial side of the leaflets as well as along the ventricular side of the stent posts....all vegetative material was removed. The annulus itself looked reasonably good, although there was a considerable vegetative material along the ventricular aspect corresponding to the sites of the previous valve stent posts." After seating valve, the patient was separated from cardiopulmonary bypass without difficulty, and the patient was taken to the (B)(6) in stable condition.

Manufacturer narrative:
Event: device (B)(4) vegetation. Evaluation: method (B)(4) device discarded, will not be returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The complaint database indicates no other related endocarditis/infection reports received on any devices processed under the same sterility lot of the subject device. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The investigation reveals no information to suggest a device quality deficiency during manufacturing that may have caused or contributed to this event.